Event description:
Customer reported device third contact has noticeable green build-up on it. Customer stated several other5 contacts are darkened. No treatment. A request was made for return product and replacement product was sent.